Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the anti-hcv g2 elecsys e2g 300 assay performed within specifications. Further testing of the sample was conducted with the anti-hcv ii assay on a cobas e 601 analyzer, generating a result of 10.74 coi (reactive). The sample was also tested with the fujirebio inno-lia hcv score, which was negative. A review of the available data indicated that the reported false positive result was most likely sample-related. Additional testing, including the fujirebio inno-lia hcv score and other confirmatory methods, yielded negative results, supporting the conclusion of a false positive. Calibration and quality control data were not provided, which limited the investigation. The reagent was confirmed to be performing as expected, and no product issue was identified.

Event description:
The initial reporter alleged a false positive result for one patient sample tested with the elecsys anti-hcv ii assay. On (B)(6) 2021, the patient sample was tested with the anti-hcv g2 elecsys e2g 300 assay and generated a result of 13.4 coi (reactive). A new blood sample from the same patient was tested on (B)(6) 2021, generating a result of 10.8 coi (reactive). Additional testing of the sample from (B)(6) 2021 included abbott architect, which was negative; an antibody test (monolisa biorad elisa), which was negative; and an immunoblot (fujirebio inno-lia), which was negative. Polymerase chain reaction (pcr) testing was also negative.